Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient saw their healthcare provider on (B)(6) 2020. The cause of return of symptom and inability to connect was due to normal battery depletion. The patient was scheduled for a battery change on (B)(6) 2020 . The device was still in patient at this time.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stim. The patient reported a sudden loss of therapeutic effect. The patient said it was getting worse and "having stool and stuff" since the last couple of weeks (month confirmed). During the call, the patient was unable to connect to implant and it was reviewed that there was a good possibility that it was due to ins depletion based on the implant date. The patient was redirected to call their healthcare provider's office to schedule appointment to have the device checked. No further complications were reported.